Event description:
The hcp reported that the patient has experienced intermittent withdrawal symptoms and increased spasticity despite dosing increases. Studies have been performed and are reported to be normal. A volume discrepancy was noted and expected reservoir volume was 30.9 ml; actual reservoir volume was 29.5 ml. Final patient outcome was not reported. A follow-up report will be sent if additional information becomes available to us.